Event description:
It was reported that the patient heard buzzing noises and experienced fluctuations in his hearing perception. The impedance of channel 1 fell from 6 to 0.5 and showed zeros in the appropriate column of the voltage matrix. After the speech processor and the coil cable had been exchanged, it seemed that the buzzing sound was no longer there. On february 19, 2008, the possibility of further actions were discussed with the clinic of an implant check has been scheduled for the following month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.